Event description:
It was reported that following an advance sling implantation, the patient is experiencing scrotal pain. The physician "thinks arms of sling could be causing pain." No revision surgery or additional treatment planned at this time. No additional patient complications have been reported in relation to this event.